Manufacturer narrative:
(B)(4). Lot unknown. Device was not returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unknown if device will be returned.

Event description:
Surgeon went to use mis disc clearing device and upon sweeping the device posterior and contralaterally across disc space, nicked the anterior portion of the spinal cord causing csf to leak from the hole. Surgeon waited, monitored sseps and applied duraseal to the affected portion. Approximately 30 mins was added to the surgery to accommodate this issue. Surgery itself was a revision of an adjacent level disease most likely attributed to previous one level tlif from a different surgeon in 2015 (I believe 2015 was quoted year). Surgeon had planned to implant an interbody into l4-l5 disc space but abandoned this plan due to dural tear